Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps device successfully acquired three biopsy samples; however, the physician was unable to capture a fourth sample. After the device wsa removed from the patient, the physician noted "an inclination at the jaw" and presumed this to cause the inability to capture the biopsy sample; no additional damage was observed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.